Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the reported balloon rupture occurred due to interaction with the lesion site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion with moderate calcification in the left superficial femoral artery. The 5.0 x 100 mm armada 18 balloon catheter was advanced to the target lesion without resistance, but the balloon ruptured at 12 atmospheres during the first inflation. Another armada 18 was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.